Event description:
The pt underwent the stent assisted embolization of a left internal carotid artery aneurysm with no reported clinical consequence or product malfunction or non conformance. At routine follow up, angiography revealed a worsening of the aneurysm occlusion compared to post procedure angiography although the pt was asymptomatic. At 286 days after the index procedure, a second procedure was performed to occlude the aneurysm. During this second procedure, a further twenty coils were placed without clinical consequence to the pt. A post procedure angiogram revealed a raymond scale of 1.

Manufacturer narrative:
For no allegation of product malfunction or non conformance contributing to the reported event.